Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient underwent a left ureteroscope, holmium laser lithotripsy, stone basket extraction and stent placement on (B)(6) 2007. It was reported that the patient underwent a left ureteroscopy, laser lithotripsy, stone basket extraction and left stent placement and a left ureteropelvic junction (ureteral dilation) on (B)(6) 2008. It was reported that the patient underwent a cystourethroscopy, left retrograde pyelogram, ureteroscopy, and stone basket extraction on (B)(6) 2008 and (B)(6) 2008. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.